Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run testing) was confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to a damaged pin on the inter-pca connector j1003. The root cause for the damaged pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.